Event description:
Procedure: hemorrhoid. According to the reporter: the purstring broke. The remaining hemorrhoidal tissue was sutured. This delayed surgery by more than 30 minutes.

Manufacturer narrative:
(B)(4).